Event description:
The nurse assisting a (B)(6) male patient contacted zoll lifecor to report that the patient was shocked seven times. The nurse reported that the patient had a normal sinus rhythm throughout the events, but could not confirm if the patient had used the response buttons to prevent the treatments from being delivered. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (inappropriate shocks) has been confirmed. Signal artifact on both channels contributed to the false detections. The cause of the artifact was due to corrosion on the auxiliary board. The root cause of the corroded auxiliary board cannot be positively identified, but was likely due to liquid ingress through the modem port. Once the auxiliary board was replaced, the monitor was fully functional. The patient also did not use the response buttons prior to the treatments. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.